Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), genital haemorrhage ("abnormal and heavy bleeding"), breast neoplasm ("breast tumor"), nephrolithiasis ("bladder problem/ urinary problem-kidney stone") and ovarian neoplasm ("tumor on left ovary") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". Medical conditions: on (B)(6) 2017 she underwent a CT scan of her abdomen and pelvis, in part, due to ongoing abdominal and pelvic pain. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), nephrolithiasis (seriousness criterion medically significant), device expulsion ("essure coil migrated to her uterus"), dysmenorrhoea ("severe and abnormal menstruation pain"), menorrhagia ("prolonged menses"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping even when not menstruating"), pelvic pain ("pelvic pain even when not menstruating"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), skin disorder ("skin bumps") with rash, erythema and pruritus, dry skin ("dry patches on the skin that resemble a burn"), blister ("blisters"), alopecia ("hair loss / hair loss and thinning"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fatigue ("fatigue"), uterine pain ("uterine pain"), arthralgia ("hip pain / elbow and knee joint pain"), gastrooesophageal reflux disease ("acid reflux"), hypertension ("high blood pressure"), anaemia ("anemia"), urinary tract infection ("urinary tract infection"), nausea ("nausea"), mood swings ("severe mood swings"), vaginal haemorrhage ("abnormal vaginal bleeding"), sinusitis ("sinus infection"), eczema ("eczema inside ears and elbows"), food allergy ("nut allergy"), seasonal allergy ("grass / ragweed allergy"), feeling abnormal ("memory fog"), allergy to metals ("nickel allergy"), myalgia ("muscle pain"), neck pain ("neck pain") and hypothyroidism ("low thyroid") and was found to have breast neoplasm (seriousness criterion medically significant), ovarian neoplasm (seriousness criterion medically significant) and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the device breakage, breast neoplasm, nephrolithiasis, ovarian neoplasm, gastrooesophageal reflux disease, hypertension, anaemia, urinary tract infection, nausea, mood swings, vaginal haemorrhage, sinusitis, eczema, food allergy, allergy to metals, myalgia, neck pain and hypothyroidism outcome was unknown and the genital haemorrhage, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, pelvic pain, back pain, dyspareunia, migraine, skin disorder, dry skin, blister, alopecia, dental caries, tooth loss, fatigue, weight increased, uterine pain and arthralgia had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, arthralgia, back pain, blister, breast neoplasm, dental caries, device breakage, device expulsion, dry skin, dysmenorrhoea, dyspareunia, eczema, fatigue, feeling abnormal, food allergy, gastrooesophageal reflux disease, genital haemorrhage, hypertension, hypothyroidism, menorrhagia, menstrual disorder, migraine, mood swings, myalgia, nausea, neck pain, nephrolithiasis, ovarian neoplasm, pelvic pain, seasonal allergy, sinusitis, skin disorder, tooth loss, urinary tract infection, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff's healthcare provider, later recommended that she had the essure devices removed. She had lumpectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: results: left essure coil had migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: plaintiff fact sheet received: events (severe mood swings; abnormal bleeding (general); abnormal bleeding (vaginal, menorrhagia); allergic or hypersensitivity reaction: grass/ragweed and nut allergy; infection: urinary tract; infection: consistent sinus infections; rashes or skin conditions: eczema inside ears and elbows; bladder or urinary problems or changes; kidney stone, migraines/ headaches; blood or heart disorder/condition: anemia and high blood pressure; migration of essure device: rt coil in uterus; nausea; dental problems; neurological conditions or problems: memory fog; device breakage; nickel allergy; dysmenorrhea (cramping); breast tumor; tumor on left ovary pain; fatigue; weight gain; gastrointestinal or digestive system condition: acid reflux; neck pain , low thyroid, hair loss, essure confirmation test not done) were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right coil perforating the tube approximately 2cm') and device breakage ('device breakage') in an adult female patient who had essure (ess205) (batch no. 12276138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". Medical conditions: on (B)(6) 2017 she underwent a CT scan of her abdomen and pelvis, in part, due to ongoing abdominal and pelvic pain. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2017, the patient experienced nephrolithiasis ("bladder problem/ urinary problem-kidney stone"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal and heavy bleeding"), device expulsion ("essure coil migrated to her uterus"), dysmenorrhoea ("severe and abnormal menstruation pain"), menorrhagia ("prolonged menses"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping even when not menstruating"), pelvic pain ("pelvic pain even when not menstruating"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), skin disorder ("skin bumps") with rash, erythema and pruritus, dry skin ("dry patches on the skin that resemble a burn"), blister ("blisters"), alopecia ("hair loss / hair loss and thinning"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fatigue ("fatigue"), uterine pain ("uterine pain"), arthralgia ("hip pain / elbow and knee joint pain"), gastrooesophageal reflux disease ("acid reflux"), hypertension ("high blood pressure"), anaemia ("anemia"), nausea ("nausea"), mood swings ("severe mood swings"), vaginal haemorrhage ("abnormal vaginal bleeding"), sinusitis ("sinus infection"), eczema ("eczema inside ears and elbows"), food allergy ("nut allergy"), seasonal allergy ("grass / ragweed allrgy"), feeling abnormal ("memory fog"), allergy to metals ("nickel allergy"), myalgia ("muscle pain"), neck pain ("neck pain") and hypothyroidism ("low thyroid") and was found to have breast neoplasm ("breast tumor"), ovarian neoplasm ("tumor on left ovary") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, breast neoplasm, nephrolithiasis, ovarian neoplasm, gastrooesophageal reflux disease, hypertension, anaemia, urinary tract infection, nausea, mood swings, vaginal haemorrhage, sinusitis, eczema, food allergy, allergy to metals, myalgia, neck pain and hypothyroidism outcome was unknown and the genital haemorrhage, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, pelvic pain, back pain, dyspareunia, migraine, skin disorder, dry skin, blister, alopecia, dental caries, tooth loss, fatigue, weight increased, uterine pain and arthralgia had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, arthralgia, back pain, blister, breast neoplasm, dental caries, device breakage, device expulsion, dry skin, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, feeling abnormal, food allergy, gastrooesophageal reflux disease, genital haemorrhage, hypertension, hypothyroidism, menorrhagia, menstrual disorder, migraine, mood swings, myalgia, nausea, neck pain, nephrolithiasis, ovarian neoplasm, pelvic pain, seasonal allergy, sinusitis, skin disorder, tooth loss, urinary tract infection, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff's healthcare provider, later recommended that she had the essure devices removed. She had lumpectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: results: left essure coil had migrated. Lot number: 12276138, manufacture date: 2005-05, expiration date: 2006-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ("right coil perforating the tube approximately 2cm") and device breakage ("device breakage"). In an adult female patient who had essure (ess205), (batch no. 12276138) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test not done". Medical conditions: on (B)(6) 2017, she underwent a CT scan of her abdomen and pelvis, in part, due to ongoing abdominal and pelvic pain. On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6)2005, the patient experienced, urinary tract infection ("urinary tract infection"). On (B)(6) 2017, the patient experienced, nephrolithiasis ("bladder problem/ urinary problem-kidney stone"). On an unknown date, the patient experienced, fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal and heavy bleeding"), device expulsion ("essure coil migrated to her uterus"), dysmenorrhoea ("severe and abnormal menstruation pain"), menorrhagia ("prolonged menses"), menstrual disorder ("abnormal menses"), abdominal pain lower ("severe lower abdominal pain / severe abdominal cramping, even when not menstruating"), pelvic pain ("pelvic pain, even when not menstruating"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), skin disorder ("skin bumps") with rash, erythema and pruritus, dry skin ("dry patches on the skin, that resemble a burn"), blister ("blisters"), alopecia ("hair loss / hair loss and thinning"), dental caries ("tooth decay"), tooth loss ("tooth loss"), fatigue ("fatigue"), uterine pain ("uterine pain"), arthralgia ("hip pain / elbow and knee joint pain"), gastrooesophageal reflux disease ("acid reflux"), hypertension ("high blood pressure"), anaemia ("anemia"), nausea ("nausea"), mood swings ("severe mood swings"), vaginal haemorrhage ("abnormal vaginal bleeding"), sinusitis ("sinus infection"), eczema ("eczema inside ears and elbows"), food allergy ("nut allergy"), seasonal allergy ("grass / ragweed allrgy"), feeling abnormal ("memory fog"), allergy to metals ("nickel allergy"), myalgia ("muscle pain"), neck pain ("neck pain"). And hypothyroidism ("low thyroid"). And was found to have breast neoplasm ("breast tumor"), ovarian neoplasm ("tumor on left ovary"). And weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the fallopian tube perforation, device breakage, breast neoplasm, nephrolithiasis, ovarian neoplasm, gastrooesophageal reflux disease, hypertension, anaemia, urinary tract infection, nausea, mood swings, vaginal haemorrhage, sinusitis, eczema, food allergy, allergy to metals, myalgia, neck pain and hypothyroidism outcome was unknown. And the genital haemorrhage, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, abdominal pain lower, pelvic pain, back pain, dyspareunia, migraine, skin disorder, dry skin, blister, alopecia, dental caries, tooth loss, fatigue, weight increased, uterine pain and arthralgia had not resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, anaemia, arthralgia, back pain, blister, breast neoplasm, dental caries, device breakage, device expulsion, dry skin, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, feeling abnormal, food allergy, gastrooesophageal reflux disease, genital haemorrhage, hypertension, hypothyroidism, menorrhagia, menstrual disorder, migraine, mood swings, myalgia, nausea, neck pain, nephrolithiasis, ovarian neoplasm, pelvic pain, seasonal allergy, sinusitis, skin disorder, tooth loss, urinary tract infection, uterine pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff's healthcare provider, later recommended, that she had the essure devices removed. She had lumpectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on (B)(6) 2017, results: left essure coil had migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, mr received, lot number was added, newly added events: fallopian tube perforation, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.